Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. The physician advanced the 3.0x15mm maverick2 balloon to the lesion and inflated it to 12atms on the first inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.